Manufacturer narrative:
The guide wire was returned to csi. Analysis confirmed the guide wire was fractured at the proximal spring tip solder bond. Scanning electron microscopy analysis identified ductile torsion on the core wire fracture faces. This evidence suggests that the spinning driveshaft made contact with the spring tip. The root cause of the fracture was due to use during the procedure. The material inspection report for this guidewire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. A final report will be submitted once the investigation is complete. Csi ID: (B)(4).

Event description:
An attempt was made to advance the diamondback 360 coronary orbital atherectomy device (oad) to the distal segment of the lesion with glideassist, the viperwire advance guide wire moved and made contact with the oad crown. An attempt was made to reposition the guide wire, however, it would not move distally. A treatment was performed on low speed. Following, the guide wire became fractured. The fractured guide wire component was successfully snared. Intravascular ultrasound imaging confirmed there were no vascular injuries as a result of the fracture. Balloon angioplasty was performed to complete the procedure. The patient was stable.